Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke and bleeding are listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019. CT done at osh and UK revealed mild increase in size of intracerebral hemorrhage (ich) 5.9x4.9cm left temporal lobe with mass effect and 5mm shift compared to osh, sah left and right frontoparieal lobe. International normalized ratio (inr) on admission was 1.4 at UK, prior to transfer at osh inr was 7.15. The patient was infused with vit k and k-centra; anticoagulation held. The patient is currently on hospice care at home. The vad is functioning as expected. No further information was provided.